Event description:
A review of service data detected a reportable event. During servicing battery pack which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last pt to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary - device evaluation battery pack has been completed. The battery pack would not work because it was full of water. All of the cells were corroded. The pca was destroyed. The root cause of the battery pack not charging was this eater damage. The battery pack was scrapped. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems.